Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-05019 / 05020).

Event description:
It was reported patient underwent primary total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011 for unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2014 due to loosening of the femoral component. The femoral component was removed and replaced.